Event description:
The lay reporter contacted lfs in 2009 alleging an error 1 message on her son's one touch ultralink meter. A medical surveillance specialist (mss) spoke to the mother on 08/26/2009 and obtained the following information: the reporter mentioned that the error 1 message first stated two days prior to contact to lfs, at around 2:00 am. The mother mentioned that her son tests only once a day in the morning and sometimes he doesn't test at all; however, he has to test once a day. One day prior to event, he tested and obtained a result of 108 mg/dl and took his insulin. The patient did not exhibit any symptoms. Later that night, he felt lethargic, thirsty and sleepy. He did not attempt to test his blood glucose. Around 2:30 am, he started to act really strange and was "out of it" and his roommate attempted to test his blood glucose; however, obtained an error 1 message. He then contacted the paramedics and when they arrived his blood glucose was over 500 mg/dl. Mother does not know what he was treated with by the ems; however, the patient was taken to the ER with an admitting blood glucose of 1,198 mg/dl at 3:00 am. He was treated with humalog and was also on an IV drip. The patient was admitted in the hospital and was released four days later, and his blood glucose prior to being released was 120 mg/dl. The patient was advised to test more frequently and his insulin was increased. Mother did not know the new regimen off hand. The meter is not a new product (out of box). The issue was not resolved via troubleshooting. The meter was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient only tested once in the morning and did not test his blood glucose at the time of exhibiting symptoms. Only after symptoms, he started to get worse when the roommate tried to test the blood glucose and obtained the error 1. The patient was already in injury and the meter did not contribute to the events that lead him to being admitted in the hospital. The complaint is being reported since the error 1 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.